Event description:
The dental implant fx3610swc was removed on (B)(6) 2019 due to failure to osseointegrate 1 month and 20 days after implantation. The patient has no significant medical history. The patient required bone augmentation for the operation. The patient has recovered without complications.